Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred after the customer was playing in water with the pump. Customer's blood glucose (bg) level was 40 mg/dl; however, the cause was due to being active and playing outside. Contact stated bg level was not related to malfunction. Customer addressed bg level by ingesting carbohydrates. Reportedly, the customer had manual injections as alternate insulin therapy.